Manufacturer narrative:
Summary of evaluation: the root cause of the event could not be determined. The device associated with this event and lot code info, as well as any pt info was not provided. If additional info becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "pt had total hip done elsewhere and revised due to peri-prosthetic fracture."